Event description:
A report received from the USA stated an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a pt when event occurred.

Manufacturer narrative:
The investigation into this report is on-going. As add'l info is received a supplemental report will be filed. (B)(4).